Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report. The sales representative reported on behalf of the customer that the sb1036 was being used during a laparoscopic cholecystectomy on (B)(6) 2021 when it was reported "during a laparoscopic cholecystectomy the specimen bag became detached from the device." The surgeon had to increase the incision size in order to remove the bag and specimen. The procedure was completed with no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of injury due patient's incision increased in size to remove detached component of device.